Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter occurred. Data was evaluated and the allegation was confirmed. The probable cause was the patient closed the mobile app. In addition, loss of connection was found in connection to the reported allegation. The reported event of an unknown transmitter issue is reportable based on the findings of a loss of connection. No injury or medical intervention was report.